Event description:
It was reported the patient had a loss of therapeutic effect. The patient had urgency, frequency, and leakage after a sling procedure. The etiology was noted as due to programming and the intervention included reprogramming. The event was ongoing and noted as possibly related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v570356, implanted: (B)(6) 2010, product type lead; product ID 3889-28, lot# v570356, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).